Manufacturer narrative:
The lot number was provided for 10 out of 11 malfunctions, therefore, a lot history review was performed. The devices were not returned to the manufacturer for evaluation; however medical records were provided and reviewed for all the eleven malfunctions. For eight malfunctions investigation is confirmed for perforation. Investigation is inconclusive for perforation for 2 malfunctions. The remaining one malfunction investigation is confirmed for perforation and is inconclusive for tilt. Based on the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no - gfuf3049, gfvl0168, gfxc3595, gfvi2880, gfva4162, gfui3694, gfvd1120, unknown).

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced perforation and tilt. This information was received from various sources. All the eleven malfunctions involve patients with no patient consequences. Ten of the patients ranged from 38-64 years of age and one patient weighed was (B)(6) kgs. Of the reported patients, four were female and seven were male. The remaining patients' age and weight were not provided.